Event description:
During gas chromatograph measurement of study, patient's cell phone rang. Interfered with gas measurement, caused spikes, caused premature end of measurement, and resulted in measurement of 299% of predicted value for study. Test repeated with cell phone turned off, no further complications. Anomaly was reliably reproduced using a nextel brand cell phone -same brand as patient. Another type of cell phone was also checked but did not reproduce this anomaly.